Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4)

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4): evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn):based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4): lens not returned.